Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated on-site. The console was powered on and during set-up, displayed a mid09 (air trap assembly) error message. The event log was reviewed and confirmed the occurrence of mid09 error messages. During evaluation, the airtrap was removed, disassembled, cleaned, and reinstalled ; however, this did not resolve the mid09 error message. It was observed that the airtrap sensor block was spilled with saline due to a broken hose set. This caused a contamination and created a short circuit which affected the functionality of the airtrap sensors. Following this, a new airtrap sensor block was installed and this resolved the issue. The console was functionally tested, operated as intended, and passed all final testing criteria without any further issue or error message observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed multiple mid09 (air trap assembly) error messages during start-up. The user was unable to resolve the issue. No patient was involved with this event. No further information was provided.